Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It is reported that skincare was reviewed with end-user; in addition end-user was advised to try a non-alcohol prep and to continue nystatin for at least one to two weeks and to do patch test. Convatec will send out stomahesive product to try under tape collar and the wound ostomy and continence nurse (wocn) will instruct end-user on patch testing and application of non-alcohol wipes. Lastly, convatec will be notified if condition persists, and wocn states that the lot number or product container is not available. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to FDA on july 10, 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that the end-user developed a yeast-like redness and itching under the ostomy tape collar the right side of abdominal skin (3 of 4 sides), after a couple days of use. It is further reported that the wound ostomy and continence nurse (wocn) saw the end-user on (B)(6) 2014 and suspected yeast so started treatment with nystatin powder with wafer change and crusting with skin-prop. Lastly, report states "today end-user was seen with increased itching and redness on all four sides of wafer."